Event description:
The patient experienced less than 50% therapy relief as well as no pain relief or change in pain when boluses were given from their personal therapy manager (ptm). A dye study was performed. The distal segment of the catheter migrated out of the intrathecal space. It appeared the anchor was not far enough into the fascia to keep the distal segment from migrating. A catheter revision was performed on (B)(6) 2014. As of (B)(6) 2014 patient still reported ongoing pain. They were following up with their healthcare provider as needed for adjustments to see if that would help. The patient¿s status was alive with no injury. The pump contained morphine and dilaudid, and intrathecal treatment was noted to be ongoing as of (B)(6) 2014.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).